Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of this right ventricular (rv) lead high thresholds resulting in loss of capture was noted. The sensing and impedance measurements were normal. New testing cables were used, and the lead was repositioned, but similar results were seen. The lead was thus not used and was returned. No adverse patient effects were reported.

Event description:
It was reported that during implant of this right ventricular (rv) lead high thresholds resulting in loss of capture was noted. The sensing and impedance measurements were normal. New testing cables were used, and the lead was repositioned, but similar results were seen. The lead was thus not used and will not be returned despite efforts to obtain this information. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the status of the device return in the describe event or problem field.

Event description:
It was reported that during implant of this right ventricular (rv) lead high thresholds resulting in loss of capture was noted. The sensing and impedance measurements were normal. New testing cables were used, and the lead was repositioned, but similar results were seen. The lead was thus not used and was expected to be returned. No adverse patient effects were reported.